Event description:
Event description guidant received information that, during an attempted repositioning of this defibrillation lead, appropriate sensing and pacing threshold measurements could not be achieved. The lead was thus explanted.